Event description:
Report of an inability to deliver a solution via the clave port with a syringe. The nurse reported that the clave port was being accessed to flush the IV with an unspecified amount of 0.9 normal saline, using a kendall monoject (luer lock) syringe. When attempting to flush the clave port, the nurse reported "resistance" and the inability to flush through the port. The tubing was reportedly changed, and the new set flushed without incident. The nurse reported the event did not result in any adverse patient effect or delay in critical therapy. Although requested, there was no further information available regarding this incident. It was reported that there have been an unspecified number of similar occurrences in the past; however, no specific information was available.